Manufacturer narrative:
Sc-1110-02 (sn (B)(4)) device evaluation indicated that the ipg passed all tests performed and revealed no anomalies.

Event description:
A report was received that the patient was having frequent ipg charging. The patient will undergo an ipg replacement procedure.

Event description:
A report was received that the patient was having frequent ipg charging. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure. Device malfunction was suspected. The patient was doing well postoperatively.

Event description:
A report was received that the patient was having frequent ipg charging. The patient will undergo an ipg replacement procedure.